Manufacturer narrative:
Continuation of d10: product ID 97745bp, lot#/serial# (B)(6), product type accessory. Product ID 97745, lot#/serial# (B)(6), product type programmer, patient. Product ID 97755, lot#/serial# (B)(6), product type recharger. Product ID, 97745, lot#/serial# (B)(6), product type: programmer, patient. Product ID m995402a001, lot#/serial# (B)(6), product type h3: analysis of the (B)(4) recharger (rtm) (serial number (B)(6)) revealed that the complaint was unverified, found no issues with rtm charging the ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient (pt) regarding their external devices. The reason for call was pt says that for about a month, they have been seeing a "replace battery" screen , pt says the replace battery screen started happening tuesday but mentioned that they were supposed to have gotten a new recharger (rtm) in 2022 when they went to the doctor's appointment but a rep never came. Pt also says that it takes a long time to charge ins. Pt checked their log in controller and said they saw an error from (B)(6) 2023 but it doesn't say the error. Pt says controller screen will go blank and rtm cord does get warm. Pt says controller port looks intact, and they hear rattling inside controller. Agent could hear this rattling during the call. The issue was not resolved. An email was sent to the repair department to replace the controller and rtm. Additional information was received from a manufacturer representative (rep). It was reported that the pt is still seeing "replace batteries soon" screen despite getting a new controller. A replacement battery pack was sent out. No symptoms were reported. Additional information received from a manufacturer representative (rep) and patient. Patient reported still seeing "replace batteries soon" screen despite getting new controller. A new battery pack was requested. Pt said that the issues started with them being sent new equipment on april 18th or 19th. Pt said that they kept getting a message saying to change the battery pack soon. Pt said that they weren't having issues charging the device but the controller kept saying that the battery needed to be replaced. Pt said that within not even a day the new controller had issues. Pt said that they didn't use adaptivestim and they never had since they had too many orthopedic injuries so it wasn't smart for them to use adaptivestim. Pt said that the device kept turning on automatically by itself and changed all of the programs. Pt said that they just saw the rep again last wednesday and they had nothing but issues still when they got the new battery pack. Pt said that they got the replacement battery pack on thursday and a couple hours later the device was doing the same thing again. Pt said that the only thing they noticed was that the battery model was different than their original battery pack and the new battery didn't fit in the controller. Pt said that they didn't get instructions on what to do when they got the battery pack and that they had to use the old battery since the new one wasn't working. Pt said that they recorded videos and took pictures of what was happening since they had to send back the old equipment. Pt said that this past friday night the controller said cannot charge battery pack needs to be replaced when using the supposed new battery. Pt said that they usually charged the ins on friday or saturday nights. Pt said that if they had to use the ins for a couple hours a day they had to charge the ins at least every three or four days. Pt said that they didn't let the ins get below 50%. Pt said that they had to limit themselves to using the therapy one to two hours a day due to the issues. Pt said that if they held their finger onto the on button then the controller would come on and say mdt and the controller would say that the controller was charged to 100% and ins was at 40% but when they connected the recharger to the controller they immediately got the error message saying cannot charge unavailable battery pack must be replaced. Pt said that the device wouldn't charge so it obviously wasn't a new battery that they received. Pt said that they never had any problems with the unit until the equipment was replaced. Pt said that the only error message they were getting for a couple weeks was about the battery pack. Pt said that they weren't getting this message when they were sent so-called new equipment. Pt said that the device was turning adaptivestim on and that it would stay on for about twenty minutes after the ins was off. Pt said that they had nothing but failure in their unit and the battery. Pt said that they could turn the ins on but they couldn't today since the device kept shutting off since the ins was so low in charge so the ins wouldn't run. Pt said that hcp did x-rays to make sure that there was nothing going on with the ins. Pt said that the leads were in the perfect places. Pt said that the battery would short in and out. Pt said that the rep told them to swap the covers out between the dummy controller and their controller. Pt said that they have to see the rep on wednesday since the rep scheduled them for an appt hcp's office due to predictable programming errors from having the equipment replaced. Pt said that whatever was being sent was changing their programming which never happened before. Additional information was received from the patient. Pt called back stating that they received the replacement and they were so grateful as the system is working now.

Manufacturer narrative:
Continuation of d10: product ID 97745bp serial# (B)(6): product type accessory product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID (B)(6) serial# (B)(6) product type recharger. Product ID 97745 lot# serial# (B)(6) product type. Programmer, patient product ID (B)(6) serial# (B)(6) product type. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient (pt) regarding their external devices. The reason for call was pt says that for about a month, they have been seeing a "replace battery" screen , pt says the replace battery screen started happening. Pt also says that it takes a long time to charge ins. Pt checked their log in controller and said they saw an error from (B)(6) 2023 but it doesn't say the error. Pt says controller screen will go blank and recharger (rtm) cord does get warm. Pt says controller port looks intact, and they hear rattling inside controller. The issue was not resolved. An email was sent to the repair department to replace the controller and rtm. Additional information was received from a manufacturer representative (rep). It was reported that the pt is still seeing "replace batteries soon" screen despite getting a new controller. A replacement battery pack was sent out. No symptoms were reported. Additional information received from a manufacturer representative (rep) and patient. Patient reported still seeing "replace batteries soon" screen despite getting new controller. A new battery pack was requested. Pt said that the issues started with them being sent new equipment on april 18th or 19th. Pt said that they kept getting a message saying to change the battery pack soon. Pt said that they weren't having issues charging the device but the controller kept saying that the battery needed to be replaced. Pt said that within not even a day the new controller had issues. Pt said that they didn't use adaptivestim and they never had since they had too many orthopedic injuries so it wasn't smart for them to use adaptivestim. Pt said that the device kept turning on automatically by itself and changed all of the programs. Pt said that they just saw the rep again last wednesday and they had nothing but issues still when they got the new battery pack. Pt said that they got the replacement battery pack on thursday and a couple hours later the device was doing the same thing again. Pt said that the only thing they noticed was that the battery model was different than their original battery pack and the new battery didn't fit in the controller. Pt said that they didn't get instructions on what to do when they got the battery pack and that they had to use the old battery since the new one wasn't working. Pt said that they recorded videos and took pictures of what was happening since they had to send back the old equipment. Pt said that this past friday night the controller said cannot charge battery pack needs to be replaced when using the supposed new battery. Pt said that they usually charged the ins on friday or saturday nights. Pt said that if they had to use the ins for a couple hours a day they had to charge the ins at least every three or four days. Pt said that they didn't let the ins get below 50%. Pt said that they had to limit themselves to using the therapy one to two hours a day due to the issues. Pt said that if they held their finger onto the on button then the controller would come on and say mdt and the controller would say that the controller was charged to 100% and ins was at 40% but when they connected the recharger to the controller they immediately got the error message saying cannot charge unavailable battery pack must be replaced. Pt said that the device wouldn't charge so it obviously wasn't a new battery that they received. Pt said that they never had any problems with the unit until the equipment was replaced. Pt said that the only error message they were getting for a couple weeks was about the battery pack. Pt said that they weren't getting this message when they were sent so-called new equipment. Pt said that the device was turning adaptivestim on and that it would stay on for about twenty minutes after the ins was off. Pt said that they had nothing but failure in their unit and the battery. Pt said that they could turn the ins on but they couldn't today since the device kept shutting off since the ins was so low in charge so the ins wouldn't run. Pt said that hcp did x-rays to make sure that there was nothing going on with the ins. Pt said that the leads were in the perfect places. Pt said that the battery would short in and out. Pt said that the rep told them to swap the covers out between the dummy controller and their controller. Pt said that they have to see the rep on wednesday since the rep scheduled them for an appt hcp's office due to predictable programming errors from having the equipment replaced. Pt said that whatever was being sent was changing their programming which never happened before.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID m995402a001 lot# serial# (B)(6) implanted: explanted: product type medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.